Manufacturer narrative:
The recipient reportedly experienced discomfort at the implant site. The recipient was given medical treatment and programming adjustments were made, however, the issue did not resolve. The surgeon noted thinning of the bone during explant surgery. The recipient is doing well. The recipient¿s device was lost and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional details will not be provided. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.